Event description:
(B)(6) from (B)(6) hospital reported that the customer's blood glucose reached 40 mg/dl. The customer stayed overnight in the hospital and her last blood glucose reading was 17 mg/dl.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia and hospitalization. Qualifications records were reviewed and the product lot met all acceptance criteria.